Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop rewind process and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 235mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.